Event description:
It was reported that the customer experienced rapid battery depletion on their insulin pump, leading to a shutdown. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was educated on the insulin pump settings, acknowledged the information, and resumed insulin delivery. Customer technical support confirmed the battery depletion and arranged for a replacement pump, ensuring the customer knew how to prepare their current pump for return and the steps involved upon receiving the new device.